Manufacturer narrative:
The balloon was not returned for examination. A review of the device labeling notes the following: the physician should also advise the patient that early removal of the balloon may be required due to intolerance or due to serious adverse events. It is the responsibility of the physician to advise the patient of the potential need to remove the device in less than 8 months due to balloon deflation. In the event of gastrointestinal intolerance, the physician may advise the patient to decrease balloon volume. It is important to discuss all possible complications and adverse events with the patient. Complications that may result from use of this product include those associated with general endoscopy procedures, those associated with the spatz3 adjustable balloon specifically and those associated with the patient's degree of intolerance to an implanted foreign body. Adverse health consequences resulting from weight loss such as gallstones, dehydration, loss of muscle mass, mood changes, electrolyte abnormalities, menstrual changes and nutritional deficiencies. Acute pancreatitis characterized by nausea, vomiting, abdominal pain, dehydration. The severity can range from mild to severe and may require balloon down adjustment, or removal. This may result in hospitalization, surgery or death in severe cases. Additional information regarding this late medwatch report- the firm was not aware that reports reported to FDA under clinical setting should also be reported as a medwatch report. CAPA was issued and procedures were updated, and qa dep. Was retrained.

Event description:
Subject underwent down adjustment on the 5th day for continued nausea, vomiting and dehydration. The symptoms persisted and seven days later the subject was hospitalized for dehydration and the balloon was removed. All symptoms resolved following balloon removal.